Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 450 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that the insulin pump was giving her little to no insulin. Customer was hospitalized due to flue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible over or under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Pump passed the delivery accuracy test at 0.0879 inches. (B)(4).